Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed there was a burnt connector. Due to the alleged malfunction, the device will be returned to the manufacturer's product investigation lab for additional testing. The root cause is not confirmed at this time.